Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a partial electrical reset occurred on the implantable pulse generator (ipg). The programmed parameters remained unchanged and the ipg remains in use. No patient complications have been reported as a result of this event.